Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files revealed a series of no external power events on (B)(6) 2021 caused by power to the mobile power unit (mpu) being briefly interrupted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm due to a loss of power while connected to the mobile power unit (mpu) was confirmed via the submitted log file. The log file contained approximately 9 days of data ((B)(6) 2021 ¿ (B)(6) 2021). The log file captured no external power alarm on (B)(6) 2021 at 14:38:13 - 14:38:19 due to a temporary loss of ac power while connected to the mpu; the bus and rsoc voltages simultaneously diminishing to ~1.9v and ~0.1v, respectively. The system controller backup battery supplied power to the system without issue during the loss of external power. The pump maintained a speed above the low speed limit throughout the log file. The mpu was not returned for evaluation. Multiple requests were made to obtain additional information (including if the mpu has a v-lock connector on the ac power cord, if it is known if the power cord came loose from the wall or from the back of the unit, or if any environmental circumstances would have affected ac power at the time of the event, exchange/return device status); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarm condition and the actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.